Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure the exterior tube handle broke during deployment. Due to this occurrence, the stent was unable to be deployed. No part of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be ok. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure the exterior tube handle broke during deployment. Due to this occurrence, the stent was unable to be deployed. No part of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be ok. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the shaft. The distal handle was detached from the outer sheath and the outer sheath was accordion. A kink was present in the clear outer sheath, at the proximal end of the stent. Functionally, it was not possible to retract the outer sheath by hand so the shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. No issues were noticed with the profile of the inner lumen or the stent. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context as the detached distal handle is consistent with excessive tensile force having been applied to the shaft. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.